Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID, age, dob & weight not provided for reporting. Unknown when malunion started. Unknown lot. This report is for (1) unknown plates: distal radius/unknown lot. Part and lot number are unknown; UDI number is unknown. The initial surgery date was for repair of the distal radius, unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware and a revision surgery was performed on (B)(6) 2018 due to a malunion of the distal radius. The initial surgery was for repair of the distal radius, surgical date unknown. Hardware removed was a distal radius plate (part and lot number unknown and quantity one) and eight screws (part and lot numbers unknown). All parts were intact, no malfunctions. The revision surgery consisted of two variable angle distal radial plates and screws. Surgery was successful, with no delays, no additional x-rays and patient outcome was stable. This complaint involves 9 parts. (B)(4).